Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site # (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) technology center site # (B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported during laser assisted cataract surgery, an anterior capsule tear occurred that extended to the posterior capsule. The doctor feels the fragmentation pattern violated the anterior capsule. It as noted there was suction loss before activating the laser and a tilted dock. The doctor was not able to insert the planned toric intraocular lens (iol). A three piece iol was inserted.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The docking was ¿tilted¿ and the surgeon has suspected that the ¿edematous conjunctiva contributed to the tilting. The root cause of the reported event can be attributed to patient anatomy and surgical techniques. The manufacturer internal reference number is: (B)(4).